Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer¿s blood glucose level was in the range of 250-350 mg/dl. Reportedly, the customer was "driving up/down a mountain" when the alarm occurred but no additional event information was provided.